Event description:
It was reported that the patient presented for follow-up with the implantable cardioverter defibrillator exhibiting intermittent sensing due to premature ventricular contractions. No interventions were made. The patient was stable.